Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in the wrong location. The caller noted the stim was stimulating the patient¿s colon and they had been having diarrhea. The caller turned stimulation down to 0.0 but wanted assistance turning the stimulation off. The caller confirmed stimulation was off, they were traveling at the time of the call and would be home in 3 months to be able to see their doctor. The caller called back 2 days later stating they called the doctor¿s office and they were redirected back to medtronic. The caller reported the same symptoms as the first call. The caller was redirected to their healthcare provider. No further complications were reported.